Manufacturer narrative:
Sample was not available for further evaluation. Therefore, further analysis could not be performed. The alcohol prep pad is a purchased finished product from the triad group (legal manufacture) therefore; there is no internal manipulation in the plant that could result or provoke the reported failure. A probable root cause could not be determined, since a sample was not available for further analysis. However; this situation is currently under investigation. As a precautionary measure, the triad group has voluntarily recalled all of their alcohol prep pads. A formal supplier corrective action notice was initiated on (B)(4) 2011 in response to this complaint. In addition, carefusion quality management has notified the triad group of this complaint in order to properly capture in their post surveillance. Carefusion has qualified a new sterile alcohol prep pad from covidien/kendall through a formal design control process and are currently using this new product.

Event description:
Patient (B)(6) was using our drainage supplies. Grandaughter called and said her grandmother was using our drainage supplies and she developed an infection and died on the (B)(6) 2010. They are looking for compensation because of the triad recall.